Event description:
The company was informed that the patient reportedly experienced sudden loss of lock between the internal device and the external equipment. External equipment was exchanged and programming changes were made. The issue was not resolved. Device revision surgery has been scheduled.